Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2020 with blood glucose level 530 mg/dl. The customer was treated with syringes. Troubleshooting was assisted. The description of complaint was high blood glucose and diabetic ketoacidosis. The other events reported were vomiting and felt sick. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported customer did not allege insulin pump was under delivering. The drive support cap was normal. Customer reported insulin exited at the quick release. The insulin pump will not be returned for analysis.